Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: fluid, dust, and fibrous foreign matter adhered to the inside of the video connector receptacle. A root cause could not be identified. The information obtained from this complaint and the investigation results did not allow us to identify the cause of the occurrence. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light guide cable connector section part of the concomitant product remained in the subject device during maintenance (not in a clinical setting). There were no reports of patient involvement.